Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was 300-370 mg/dl. The customer stated that the pump popped off her bra and hit the sink. The customer mentioned a crack on the screen. The customer also had high reading of 600 mg/dl and treated right away. The customer stated that high readings were due to stress. The customer stated that the pump passed displacement test. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will not be returned for analysis.